Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Manufacturer contacted customer on 07/19/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer did not have any symptoms and did not seek medical intervention yet. However, the customer has an appointment tomorrow (B)(6) 2016. Manufacturer contacted customer on 07/25/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer does not have any symptoms. The customer was taken to get lab blood work completed on (B)(6) 2016. The customer was not hospitalized. The lab work test results were negative.

Event description:
Consumer reported complaint for test strips purchased from distributor that appear to be used or contaminated with blood. The customer did not report any symptoms. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2016. After testing with a strip, customer noticed that there was blood on the strip already. Customer looked at the rest of the vial of strips and noticed that they had blood on them already. Customer did not have her mother's meter with her to provide the serial number. Customer has not received any medical attention prior to date of call.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips, 4 used/contaminated and 32 unused strips; unable to evaluate. Note: this is an isolated case,the lot product met the manufacturing and quality specifications. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer did not have any symptoms and did not seek medical intervention yet. However, the customer has an appointment tomorrow ((B)(6) 2016). Manufacturer contacted customer on 07/25/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer does not have any symptoms. The customer was taken to get lab blood work completed on (B)(6) 2016. The customer was not hospitalized. The lab work test results were negative.

Event description:
Consumer reported complaint for test strips purchased from distributor that appear to be used or contaminated with blood. The customer did not report any symptoms. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2016. After testing with a strip, customer noticed that there was blood on the strip already. Customer looked at the rest of the vial of strips and noticed that they had blood on them already. Customer did not have her mother's meter with her to provide the serial number. Customer has not received any medical attention prior to date of call.